Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a power failure and error message during an upgrade. There was no patient involvement.

Manufacturer narrative:
.